Manufacturer narrative:
H.10. This report was discovered to be a duplicate of pr (B)(4) submitted as MDR number 1218950-2020-03172. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A customer reported the device did not work, showed a shock failure message, and did not deliver a shock. This report has been updated from a serious injury to a non adverse event as additional information received clarified there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information requested, not available.

Event description:
A customer reported a shock failure message, and that the device did not deliver a shock. The device was reported to be in use with a patient. Additional information has been requested from the customer. This event will be reported as a serious injury because of the possibility of patient harm.